Event description:
A doctor alleged that a patient may have accidently ingested a small amount of cavicide. The doctor reported that while performing a procedure, cavicide was present in the handpiece line instead of water. Within twenty-four (24) hours, the patient developed ulcerations in her mouth.

Manufacturer narrative:
The doctor confirmed that a suction unit was used concurrently with handpiece; therefore, it was very unlikely that the patient ingested the solution. The patient returned to the doctor's office and was prescribed a topical steroid and pain reliever for treatment of the ulcerations. The patient was also advised to take ibuprofen four (4) times a day to help alleviate the inflammation. To date, the patient is doing fine and has fully recovered. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no investigation can be conducted.